Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for an 82-year-old female patient. The following data was provided: (B)(6) 2024 female cutoff 0.016 ng/ml: sid (B)(6) 1st result = 0.458 ng/ml, repeat = 0.787 ng/ml, sid (B)(6) 2nd result = 0.003 ng/ml. Sid (B)(6) 3rd result = 0.004 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. The lot search review did not identify an increase in complaint activity for the issue. Return testing was not completed as returns were not available. Device history review did not identify any non-conformances or deviations with the complaint lot. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide field data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. Per the expected values section in product labeling, the 99th percentile cutoff for female patients in the age range of 21 to 75 years is 15.6 pg/ml. Abbott has not established expected ranges for female patients > 75 years old. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. A systemic issue and/or product deficiency was not identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for an 82-year-old female patient. The following data was provided: (B)(6) 2024 female cutoff 0.016 ng/ml: sid (B)(6), 1st result = 0.458 ng/ml, repeat = 0.787 ng/ml, sid (B)(6), 2nd result = 0.003 ng/ml sid (B)(6), 3rd result = 0.004 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98, with 510k/PMA/bla number k191595.